Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported bilateral dry eyes, observed on a patient at three weeks post lasik treatment. Reporter indicated use of topical steroid eye drop dosage was increased, added over the counter gel, and use of humidifier when sleeping was recommended. Patient noted right eye felt hazy and dryness in the morning. Additionally, patient noted left eye is perfect. Add'l info has been requested. There are two related reports for this patient. This report addresses the right eye, and another MFR report will be filed for the fellow eye.